Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a left hemicolectomy procedure, the worked properly for ten minutes and the tissue pad got damaged and a part of the pad detached from the clamp arm. The device was replaced with another device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Follow up #2 was to indicate that the event does not meet the FDA defined criteria for a reportable event.